Event description:
The complainant reported that the physician was performing the implant of a solyx single incision sling system in a (B)(6) female patient. According to the complainant, while placing the device on the first side, the physician kept encountering bone (even after passing the midline marker of the delivery device). The physician commented that the patient's anatomy (wide pelvis) was not allowing him to place the carrier sufficiently into the obturator internus muscle. After deploying the device on the first side, the physician did not feel comfortable with the mesh placement (believing that he went too far laterally, beyond midline of the mesh) and may not have enough mesh to properly tension the second side. Given the patient's wide pelvis, he did not feel that the solyx device was appropriate for this patient. The physician pulled out the mesh using a hemostat. During removal with the hemostat the mesh was damaged. An obtryx device was used to complete the case without issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Complainant reported that the device will not be returned for evaluation as it was discarded; therefore a failure analysis is not available and we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. (B)(4).